Event description:
A single chamber implantable pulse generator (ipg)) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two months after the device system implanted. A cause of death was requested and will not be received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts to obtain additional information were unsuccessful. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. A visual analysis was performed only. No anomalies were found.